Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the product user that during insulin infusion, the pump alarmed occlusion, "alarm 2." According to the reporter, the patient's blood glucose levels rose due to delay in therapy. According to the reporter, the patient changed sites and administered a correction bolus. No permanent injury was reported.